Event description:
It was reported that the asymptomatic patient presented for a device check in clinic and it was noted that the pacing impedance was low, and no capture was noted on the left ventricular (lv) lead. The lv lead was programmed off. Imaging revealed significant movement of the lv lead. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. The reported events were lead dislodgement, failure to capture, and low pacing impedance. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. The reported events of failure to capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.